Event description:
The customer reported that the zipper insert pin would not engage when they were trying to zip up the canopy. This caused the zipper not to work properly. Eval of the returned product found that the zipper slider body was broken.

Manufacturer narrative:
The product was returned for eval. Inspection found that the zipper slider body on the left window was broken in half and was unusable. The canopy did not have insert pins on the zippers. The left leg on the head side panel had a one inch area of broken stitches in the nylon. (B)(4).